Manufacturer narrative:
A patient underwent a galaxy-assisted bronchoscopy procedure on (B)(6) 2024. Two days later, on (B)(6) 2025, the patient suffered a stroke and was hospitalized, receiving anticoagulation therapy as part of their treatment. No malfunctions of the galaxy device were reported during the procedure, and no products are expected to be returned for evaluation. A review of the galaxy system procedure log confirmed that no system errors occurred during the procedure that were relevant to the reported event. Furthermore, the physician does not attribute the use of the galaxy device as a contributing factor to the stroke.since the stroke occured following the use of the galaxy product, this incident is being reported.

Event description:
Following a noah galaxy device-assisted bronchoscopy procedure on (B)(6) 2024, the patient experienced a stroke on (B)(6) 2025. As a result, the patient was hospitalized and treated with anticoagulation therapy. No malfunctions related to the noah galaxy device were reported during the procedure.